Event description:
It was reported the device showed a failed pacer test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Previously reported on (B)(4) with MDR #300382357-2023-00392. Device investigation is pending and is housed on (B)(4).